Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of the cardiac resynchronization therapy defibrillator (crt-d) and the battery longevity status bar was gray, indicating low battery voltage. The device was not used and there was no patient involvement.